Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer improperly filled the cartridge with cold insulin, and used the cartridge beyond labelling. Tandem technical support educated customer on proper cartridge labelling.